Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, it was noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.

Event description:
It was reported that during the implant procedure the lead had high and unstable thresholds. The physician also stated that the lead folded back on itself when advancing down the subclavian vein. The physician removed the lead and replaced it with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.